Event description:
The reporter indicated that on (B)(6)2024 a 12.6mm vticm5_12.6 implantable collamer lens of -14.00/3.0//100 (sphere/cylinder/axis) was implanted upside down into the patients right eye (od). The lens was removed intraoperatively with no patient injury. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)